Manufacturer narrative:
Continued: cook soehendra lithotriptor, slh-1, cook conquest lithotriptor cable, unknown model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use includes the following: "surgical intervention may be required if stone impaction and/or basket fragmentation occurs. If a stone cannot be removed endoscopically with this basket, the soehendra lithotriptor may be used with select memory soft wire baskets (see package label) to mechanically crush stone and aid in removal. Due to mechanical pressure generated with soehendra lithotriptor, basket fragmentation and/or stone impaction in common bile duct may occur and require surgical intervention. Risk of basket fragmentation or stone impaction must be weighed against potential benefit of using lithotriptor." Prior to distribution, all memory soft wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory soft wire basket. As reported to customer relations, "they (the user) put the basket into the bile duct. It captured the stone. The stone was too big to come out. So, they had to dilate the bile duct, cut the wire and put a cook conquest ttc lithotripter cable over the wires. When they (the user) wound it up to crush the stone, one of the basket wires broke, but did not separate from the device. After it broke, they were able to remove the device, with the stone, out of the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory soft wire basket. As reported to customer relations, "they [the user] put the basket into the bile duct. It captured the stone. The stone was too big to come out. So, they had to dilate the bile duct, cut the wire and put a cook conquest ttc lithotripter cable over the wires. When they [the user] wound it up to crush the stone, one of the basket wires broke, but did not separate from the device. After it broke, they were able to remove the device, with the stone, out of the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from section d11: cook soehendra lithotriptor, slh-1. Cook conquest lithotriptor cable, unknown model. Continued from section h6 event problem and evaluation codes: conclusion code - 4315 cause not established. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The basket was returned in four separate pieces. The handle was detached at the proximal white hub and was stuck in an open position. The cut drive wire was inside the hub and had brown residue at its distal end. A section of the drive wire inside the catheter was detached from both the handle and the basket. There was brown residue on the proximal and distal ends, and the distal end was curled into a spiral. The remainder of the catheter was separated from the device and did not have any kinking present. The basket and remaining drive wire were returned with a kink approximately 33.0 cm distal from the cut drive wire. The basket wires were bent outward at the distal tip and inward towards the drive wire joint. All basket wires were connected to the drive wire joint when manually tugged. The proximal end of the drive wire cable had one strand unbraided and separated from the other strands. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use includes the following: "surgical intervention may be required if stone impaction and/or basket fragmentation occurs. If a stone cannot be removed endoscopically with this basket, the soehendra lithotriptor may be used with select memory soft wire baskets (see package label) to mechanically crush stone and aid in removal. Due to mechanical pressure generated with soehendra lithotriptor, basket fragmentation and/or stone impaction in common bile duct may occur and require surgical intervention. Risk of basket fragmentation or stone impaction must be weighed against potential benefit of using lithotriptor." Prior to distribution, all memory soft wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.